Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in london, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The unit was slow to cool down and did not cool below 7 or 8 degrees. The reason could be related to the deterioration of the gas in the cooling circuits. It would be uneconomical to repair it or re-gas. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was taking a long time to cool down or below 11 degrees on both patient and cardioplegia sides. The issue occurred when the machine was in service. There was no patient involvement.

Manufacturer narrative:
H10: according to the complaints database review no further similar issues have been submitted for this unit since its installation in 2004. Based on the collected elements and according to results of investigations conducted for previous similar cases, it cannot be excluded that the most likely cause of the issue is a gas leakage at the level of the cooling unit due to degradation of cooling coil. The wearing of electro-mechanical devices that can be originated by the specific use condition at customer site may have contributed to the event.

Event description:
See initial report.